Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that previous ams 800, artificial urinary sphincter device was removed and replaced due to unspecified reason. A 3.5cm aus was implanted. Further information was requested and not yet received. Should additional information be received, or product investigation completed, a supplemental report will be submitted.